Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed. A technical support specialist guided the customer to reset the cubie and rebooted the device. The tss confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.